Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. And the reported issue (broken tip) was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that the damage to the insulation insert was thermally and/or mechanically induced. It could not be confirmed, whether there was any pre-existing damage to the insulation insert or if it was already worn. Therefore, the root cause could not be determined. This supplemental report includes an update to h3, from the initial medwatch. Also, information has been added to d4, d9 and h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during the transurethral resection of the prostate (turp) procedure, there was a defective resectoscope shaft and it came loose and ended up in the patient's prostate. The loose tip was removed from the prostate with pliers and with great difficulty causing a 20 minute procedure delay. A replacement device was obtained and the procedure was completed successfully. The current condition of the patient is good.